Manufacturer narrative:
Other relevant device(s) are: product ID: bi40000019r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system was performing as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site's o1 had an error initializing collimator upon boot up during a routine check of the system. No patient was present.